Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed loss of capture, failure to sense, and high pacing impedance exhibited by the right ventricular lead. A chest x-ray was performed, which confirmed that the lead was fractured. The lead was capped and replaced on (B)(6) he patient was recovering.